Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(6), product type programmer, patient; product ID 3889-28, lot # va03qz1, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The call was about the patient programmer. An information request was made. The patient programmer and control magnet. Reviewed the following basic functionality: synching with ins. Using on / off controls. Icon meaning. Button use. Adjusting parameters. Caller reports pt is on program 4 at 1.5v. Caller changed to program 3 and moved it up to 1.2v and the pt states they can feel it. The following stimulation condition was reported: the caller reports a loss of therapeutic effect. Caller says the patient symptoms are "not really" being reduced. Caller reports that if the pt goes up to 1.7v and walks around it feels like someone put a "cattle prod up to her". Additional information reported the patient was not able to adjust stimulation, the patient was ¿having problems¿ and needed to change the program. The patient saw program 4 at 1.7 volts with a lightning bolt. It was stated the patient had issues with leaking, wore a diaper every night and went through the diaper. The patient had to change the mattress pad, the sheets, everything. It was also stated the patient was leaking going to the bathroom (feels like she had to go to the bathroom and she goes to the bathroom) and it started running down her leg. The patient went to the doctor two weeks prior to report and he changed the program. Reportedly, on (B)(6) 2013, the patient had to wait in line to get into restroom she peed her pants, had a pad on, and made a puddle on the floor. The patient¿s caregiver was walked through changing programs, and connecting devices. It was confirmed the therapy was on program 4 at 1.7 volts. The day prior to report, stimulation was increased to 1.8 volts but it gave the patient ¿cramps and stuff like t hat.¿ the other program settings were listed and it was stated the patient had been on these programs but didn¿t know when. The current settings on program 4 didn¿t seem to be helping the patient at all. The caregiver thought he should wait on changing the program and get a hold of the doctor to see what he wants the patient to do. Stimulation was turned off then back on, and increased to 1.1 where the patient was starting to feel it. It was then stated the ¿stimulation quit¿ and the patient ¿wasn¿t feeling anything¿ but it was confirmed stimulation was on. It was then stated the patient could feel it again. The issues were recapped as the patient having the biggest problem at night, not usually a big issue during day time, but the patient had a lot of problems with it not working at night and kept wetting the bed ¿and everything else.¿ it was stated the other night at bingo ¿there was no controlling it then either.¿ reportedly, the patient fell about two months ago but the patient had issues with leakage since implant, but sometimes it worked really good. The caller was redirected to the healthcare provider.